Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The cuff of the sample received was inflated according the recommendations with air using a syringe in order to evaluate the cuff. The sample cuff can be inflated and no irregular form is present, therefore the customer complaint is not confirmed. No root cause could be determined since the complaint was not confirmed no corrective action is required since the complaint was not confirmed. G5: premarket (510k) number is unknown.

Event description:
It was reported that a kink was found in balloon. No patient injury was reported.